Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station went into offline. A field service engineer replaced half height module controller and drawer controller to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, it went into offline and completely shut off, prevented the user from accessing medications. The customer reported that the user confirmed that the required medications through pharmacy in the meantime. There were no adverse events or injuries reported based on this event.